Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the distal section of the pipeline failed to open. It was not placed in a vessel bend when it failed to open. Deployed again, pushed and pulled, none of themopened the pipeline.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a dispenser coil. The pipeline flex braid was already detached and returned within a glass vial. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the pipeline flex hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing marker, resheathing pad, or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Both braid ends were found fully opened, frayed and damaged. The middle braid was found fully opened and undamaged. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as both braid ends were found fully opened. Possible causes of failure to open during the procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was confirmed to have ¿pipeline damaged during delivery/retrieval¿. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported all devices were prepared per IFU, device was not placed within a vessel bend, and patient vessel tortuosity as minimal. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter to the failure could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the lesion was an intracranial ophthalmic segment aneurysm, and ped-500-20 was chosen for implantation. After full hydration, ped-500-20 was delivered to the stent catheter. During deployment of the dense mesh stent, the tip stent could not be opened. The surgeon tried many times without success. Considering that the patient's blood vessels had been damaged in the intima after many attempts, the stent was withdrawn. The tip had obvious burrs and could not be used any more. In order to ensure the safety of the patient and the smooth progress of the surgery, it was replaced with another stent for surgery and the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic segment aneurysm with a max diameter of 6mm and a 3mm neck diameter. Landing zone: distal: 4.6mm and proximal: 5.0mm. Patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered, pru level 190. The angiographic result post procedure was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.